Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code and "service required" codes were found in the ventilator's downloaded error log. The device's system board and sensor board will be replaced to address these issues. Device has been evaluated, but the components have not been replaced pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.